Event description:
A hospital in another country, reported that the rt206 adult breathing circuit emitted an orange light when the electrical adaptor from the humidifier was connected to the heater wire socket of the breathing circuit. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned breathing circuit heater wire was electrically tested with a multimeter. Results: the heater wire on the inspiratory tube was an open circuit. The lot number was not provided, preventing a lot check from being done. Conclusion: the orange light reported when the heater wire adaptor was connected was likely to have been where the heater wire is crimped. A poor crimp connection gave rise to brief arcing and the heater wire went open circuit. Our monitoring and trending of adult open circuit heater wire had a rate of occurrence of 51 ppm worldwide in the last year 2009.